Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the event and a companion sample were provided for evaluation. A visual inspection was performed of the video and the user can be seen opening the air-vent prior to squeezing and priming the chamber. If you open the air vent before squeezing, there is a risk that solution wets the air vent resulting in slow or blocked flow and possible air bubbles formation in the tubing. The reported condition was verified through the video provided. The cause of the event was determined to be use error. A visual inspection "was" performed on the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed on the companion sample with no issues noted; the companion sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was ¿causing a vacuum in the used vial¿, which caused solution to not flow through the tubing. The device was being used with the glass vial and a baxter infusion pump. The customer stated that the air vent on the set was open, and that the bottle had been spiked when it was already hung up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.